Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total gastric pylorus preserving pancreatoduodenectomy, the device did not seal well but it did activate and there was an end tone heard. The patient had a small amount of bleeding but there was no problem about it. There was no bleeding happened after the procedure. When a new device was opened, it was able to be used without any problems. There was no patient injury.